Manufacturer narrative:
(B)(4).

Event description:
The patient experienced a shocking or jolting sensation at the implantable neurostimulator (ins) location and radiating from the pocket. The patient had never received good therapy since implant. Impedances were measured and were all normal. Movement did not change stimulation. The patient had fallen but the falls were not correlated with the shocking or jolting. Additional information has been requested. A follow-up report will be sent if additional information becomes available.